Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported connector damage and controller overheating was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1 of the controller. This issue is being investigated by the supplier. Additionally, the surface temperature of the controller was found to be 44.5oc. However, visual inspection of the power connectors did not reveal any bent pins. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the supplier is still investigating this issue. The most likely root cause of the controller's overheating is a defective power mosfet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The IFU also provides instruction for properly connecting the power sources. It instructs to: line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported this patient's controller power port was physically damaged. Additionally, the vad coordinator recognized that the controller was hot. The vad coordinator measured temperatures of 68 degrees celsius directly on the controller; and 48 degrees celsius on the mesh of the patient pack. The controller was exchanged. Investigation is ongoing